Manufacturer narrative:
The scope was returned to olympus for an unrelated leak problem on november 17, 2016. The evaluation found multiple leaks with the scope. Dents were noted on the distal end of the scope. Cracks were also noted on the distal end cover and insertion tube. In addition, the o-ring was found damaged causing a leak on the light guide connector of the scope. The scope was serviced and returned to the user facility. As part of our investigation of this report, olympus followed up with the user facility to obtain additional information on the reported event. The user facility further reported that the scope and scope brushes (model unknown) were cultured and tested negative for growth. In addition, an olympus endoscopy support specialist (ess) was dispatched to the user facility to observe the facility's reprocessing practice and to provide additional reprocessing training if necessary. On november 28, 2016 the user facility declined the ess visit. Based on the investigation findings, the most probable cause of the reported event could be attributed to insufficient reprocessing. The instruction manual states, ¿using an endoscope that is not functioning properly may compromise patient or operator safety and may result in more severe equipment damage. This instrument was not cleaned, disinfected, or sterilized before shipment. Before using this instrument for the first time, reprocess it according to the instructions as described in the endoscope¿s companion manual, the ¿reprocessing manual¿ with your endoscope model listed on the cover.¿

Event description:
Olympus received a medwatch on november 18, 2016 stating that during a diagnostic colonoscopy procedure, ¿(B)(6) vapor rub¿ was noted to have exited the scope channel and into the patient. It is unknown if the (B)(6) substance was removed from the patient. The procedure was completed using the same scope. No patient infection occurred.